Manufacturer narrative:
Mfrs device analysis: the involved (B)(4) catheter was returned to the MFR for analysis and investigation. Visual analysis of the returned (B)(4) catheter recorded corrosion on the pins inside the thermistor connector housing. Dimensional evals were conducted. The results recorded no out of specification condition. Functional tests were performed. The results recorded erratic to no readings. The engineering report documents readings were unable to be obtained due to the corrosion on the pins. Complaint analysis: engineering found that during clinical use the catheters thermistor electrical components came in contact with solutions causing the catheter to perform improperly displaying intermittent and/or no readings. Conclusion: the cause of the reported experience was due to incorrect usage.

Event description:
Ufmw rec'd reporting reading errors with use of one (B)(4) thermodilution pa catheter. It was reported "pulmonary artery (pa) catheter not displaying temperature, and therefore unable to obtain cardiac output or cardiac index values. Upon arrival to ICU, a temperature was displayed on monitor enabling staff to obtain above said values. However, the temperature fluctuated sharply (a change of 2 degrees celsius over 30 min.), then no temperature was displayed. Cables and monitor double checked, and switched for other cables, then biomed paged. Biomed at bedside and determined pa catheter to be faulty." There were no reported adverse pt consequences. The catheter was pre-tested, inserted and successfully used for 24 hrs. When the problems occurred.